Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields; d4(UDI). The fse that encountered the issue replaced the ac power cord reel (0012-00-1688-21). The fse performed the pm. The unit passed all tests and calibrations. The iabp was ready for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received ac power chord reel with a reported unit failure of a broken ground prong. The fat performed a visual inspection and found the part to have a broken ground prong. Confirmed the reported failure and probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has a broken ground pn on power reel. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.